Manufacturer narrative:
One medfusion 4000 pump was returned for evaluation of the reported event. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A power up process and visual inspection test was performed to evaluated the problem. The acu watchdog failure could not be duplicated, but the top case was physically damaged due to impact from the customer. The main board and top case were replaced at the time of repair and device passed functional/delivery test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog issue as well as a cracked case. It is unknown if a patient was involved in the reported event. No adverse effect was noted.

Manufacturer narrative:
Other, other text: additional information: e1: email address.